Event description:
The technician alleged the right head siderail was not latching or locking in place. He found the latch block sticking because it needs cleaning and lubrication. The technician cleaned and lubricated latch block to resolve the issue.